Event description:
Medical records received. Operative notes indicate that the patient suffers from dislocation and a malpositioned cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records received. Operative notes indicate that the patient suffers from dislocation and a mal-positioned cup. Doi: (B)(6) 2001 (cup); doi: (B)(6) 2001 (head/liner)- dor: (B)(6) 2003 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Review of the device history records and/or a complaint database search was not possible for the cup as the product and lot code required was not provided. Provided patient records have been reviewed. It is known this patient has been revised for dislocation twice, with two surgeons identifying a mal-positioned cup. Poor cup positioning can be a factor in dislocation. From a medical perspective, based on the information available, the complaint is not product related. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.